Manufacturer narrative:
The device was received with missing segment due to cracked and bleeding lcd glass. The insulin pump was received with pillowing keypad overlay. No scratch was found on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 erp_rfc_user related (B)(4). Complaints text (B)(6) 2018 erp_rfc_user related (B)(4). Complaints text (B)(6) 2018 erp_rfc_user related (B)(4). Complaints text (B)(6) 2018 ibarge2. One of the belt clips on her pump broke. The belt clip broke 2 weeks ago. The spring came out. Adding acc-1601 to pump order. Complaints text (B)(6) 2018 ibarge2. Customer also reported issued with sensor's not sticking. Dates: (B)(6) 2018 and (B)(6) 2018 and then she lost one when she fell. Because the pump wasn't working. Bg: does not know, weight: same. Mmt-7020a lot: a018, exp: 01-01-2019, customer declined to t/s for tape not sticking. Ship: 3 sensors / return: nothing. Customer discarded. Complaints text (B)(6) 2018 ibarge2 ¿¿¿ initial notes¿¿¿ daughter recently switched to the 670g and she took a fall and it¿s not working. Hipaa ivr ¿ no., person reporting: (B)(6). ¿¿¿ what led to complaint¿¿¿ pump not working after a fall. ¿¿¿FDA requirements¿¿¿ pump s/n: (B)(4), transmitter s/n:, consumable info - ref, lot, exp, time used:, date of original incident: (B)(6) 2018, bg at original incident: she thinks 168 or something. Harm treatment: n/a, harm t/s: n/a, height/weight: updated. Notable weight change since incident: n/a customer is on her back up plan of her previous pump. ¿¿¿trouble shooting notes¿¿¿------ bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has been dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: screen is distorted .. 2. Damage occurred: customer fell. 3. Location of the damage is: screen. . Customer states the scratch is on the lcd screen. The extent of the scratch is: not a scratch so much as the display is illegible. Customer states they can not read the display. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Display: flashing, white, or blank t/s per dop114-980. Item - 'advise customer to disconnect from the pump at the quick release' reason not completed - customer not connected. . Question - is display blank, flashing or solid white at time of call? Response: neither. Screen is distorted and unreadable.. No report of pump screen flashing when screen was turned on after being in sleep mode. Inquired what led up to the event. Found: customer fell.. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. ¿¿¿reason if t/s is not done¿¿¿ n/a ¿¿¿outcome¿¿¿ return/replace in warranty pump ¿¿¿shipping¿¿¿ship: 1 pump return: 1 pump other shipping info: